Event description:
It was reported that it was observed that the drilling is incorrect. According to the surgeon, the drill went awry into the bone. No consequences were reported for the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.